Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported they dropped the controller and it will no longer power on. Caller stated they have been without therapy since they dropped the controller and are in pain. Caller mentioned the therapy relieves about 80% of their pain. A replacement controller was sent out. The patient later called back reporting they received the replacement controller but lost the battery pack, however they later found it. Patient services (pss) walked the patient through inserting the battery pack and plugging it in the wall. It was blinking green light. Pss instructed pt to keep charging the controller and then use the recharger and charge the implant and turn stim on. The patient called back again needing help and they were able to charge the implant over the phone. Additional information was received from a patient (pt). It was reported that the pt called back for further assistance on operating the equipment. Patient asked to review how to charge the top battery versus the bottom battery. Patient stated last night the bottom battery was in the orange and their therapy turned off. Patient added it was hard to go to sleep with a lot of pain from being without the therapy. Patient stated they were able to charge the lower battery up and somehow accidentally turned the stimulation back on. Patient asked how to turn the stimulation on if this happens again. Agent reviewed stim on/off button. Agent reviewed how to charge each battery. Agent had to review steps several times with patient.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, serial# unknown, product type: accessory. Product ID: 97745, serial (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6), UDI#: (B)(4). Analysis was performed on [product ID: 97745, serial (B)(6). Analysis found that the main board was corroded. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.